Manufacturer narrative:
Results of the gross examination conducted on (B)(6) 2018 confirmed evident signs of deterioration of the returned prosthesis. Further investigation is ongoing and the results are not available at this time.

Event description:
It was reported that a mitroflow aortic heart valve was explanted on (B)(6) 2018 due to leaflet failure. No other information is available at this time. The event is being reported in a conservative manner, due to unknown implant time.

Manufacturer narrative:
This mitroflow valve was explanted after 9 years and 10 months due to a reported leaflets failure. Gross examination revealed tears in two leaflets that caused the prosthetic insufficiency. Small intrinsic calcifications are present in one of the leaflets. There was no evidence endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. The histological analysis performed in the returned mitroflow valve showed the presence of lipid infiltration (cholesterol clefts) in the leaflet pericardial tissue. This lipid infiltration, as supported by the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this mitroflow valve, may lead to leaflet tears. Histological analysis also identified inflammatory cells throughout the sample. Furthermore, the manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model #: 12a21, s/n #: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the available information, given also the time elapsed from the initial device implantation, it is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, the root cause could not be established. Structural valve deterioration is listed among the potential adverse events associated with a biological heart valve replacement. As such, the event is a known risk associated with the procedure.

Event description:
It was reported that a mitroflow 12a aortic heart valve was explanted on (B)(6) 2018, after almost 10 years since the implant. The mitroflow was explanted due to leaflet failure, and it was replaced with a perceval pvs23.